Event description:
It was reported that the tubing was found leaking immediately after the bag was hung. The tubing was changed and the infusion was completed. It was confirmed that there was no patient harm or impact as a result of this event. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report that the tubing was found leaking was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear fluid was observed throughout the set¿s tubing. Visual inspection found no anomalies or evidence of damage with the secondary set. Functional testing did not to replicate any leaks within the set. Pressure testing also found no anomalies. Model's male luer port was measured and found to be within iso standards the root cause of the customer¿s experience that the tubing was found leaking was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, no patient information will be provided.

Event description:
It was reported that the tubing was found leaking immediately after the bag was hung. The tubing was changed and the infusion was completed. There was no patient harm. Although requested, additional information was not provided.